Event description:
The customer reported that insulin from the reservoir leaked past the o-rings and into the reservoir compartment. The blood glucose reading was 231mg/dl. No further information was provided.